Event description:
It was reported that the ilet issued an occlusion alarm while the user was wearing a steel contact detach infusion set with 23-inch tubing, and blood glucose was elevated to 191 mg/dl. Customer care provided assistance which included guided troubleshooting to assess tubing for bubbles or kinks, testing delivery, and replacing the infusion set and supplies. Investigation of this case revealed no visible issues with the existing tubing or site, and the occlusion alarm resolved only after the supply change. No clinical symptoms associated with hyperglycemia reported. Outcomes included continued ilet therapy after the user changed the infusion set and supplies, with delivery resumed and expectation of glucose trending down. It was concluded that the event was consistent with an infusion set occlusion that resolved with replacement, with no injury reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.